Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure; anterior colporrhaphy and enterocele repair on (B)(6) 2004 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat incontinence and cystocele and rectocele. It was reported that the patient had the concurrent procedures of anterior colporrhaphy and enterocele repair performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that patient underwent I&d of vaginal cyst on (B)(6) 2012. It was reported that patient underwent correction of enterocele, posterior colporrhaphy and colpoperineorrhaphy on (B)(6) 2013 due to pop, disrupted perineal body. No additional information was provided.